Event description:
It was reported that the clinical info ctr (cic) and the apexpro telemetry system shut down during a power outage, and the system was not able to power up after the outage was resolved. Two pts were reportedly unmonitored for at least two hours. No serious injury or death, or delay in treatment, is associated with this event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.